Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the 500 ma fuse on mpdu (on/off control board) was blown. To resolve the issue, the fse replaced the fuse and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.